Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.